Event description:
Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. The patient did not have a date to see a doctor. It was noted the only thing may in some point to relocate the wire.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing never having therapeutic effect. "From the word go" her therapy had not worked for her. The most recent implant in (B)(6) 2013 had not worked for her at all like the previous implants had worked. It does no good for the doctor to adjust her therapy because it will just work for a few hours and then go back to not working. The patient could feel stimulation when the doctor adjusts stim but only for a short time. It had been at least 6 months since she used the therapy. Patient services tried to clarify with patient if therapy was off but the patient seemed to get agitated with this question and stated that it doesn't matter if device is on or off because it doesn't work. The patient wished she wouldn't have let her doctor implant the device. Now, the patient could not have MRI scans because of this implant. Infection was noted. The patient had constant urinary tract infections "for years." The patient thought she had a kidney stone in the right side based on how she felt but the doctor keeps doing CT scans and can't find stones. The patient wanted an "ivp" but doctor will not do that at this point. The patient had an appointment with her doctor scheduled. The patient wanted to change doctors. The patient noted that her first implant worked fine and then she was implanted with another interstim device that worked fine. This most recent implant done in (B)(6) 2013 had not worked at all. If additional information is received, a follow up report will be sent.